Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A 5.0mm cannulated drill failed during a surgery and its tip was left in the pt.